Manufacturer narrative:
The suspected device was returned for evaluation. Review of the event history log (ehl) showed a "high alarm displayed: cassette not attached properly." No discrepancies related to the complaint were found during visual inspection. A functional test was performed, and the reported issue was confirmed. The cause of the reported issue was due to downstream occlusion (dso) sensor defective. Replaced dso sensor to correct the issue. Performed the dso/ upstream occlusion (uso) sensor calibration. The software was updated and device reset to standard configuration. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.

Event description:
It was reported that during testing, the pump failed downstream occlusion test 1. For the occlusion pressure range, the occlusion alarm is expected to activate between 1 and 2 activations. However, this pump alarmed between 4 and 5 activations. There was no patient involvement or harm.